Event description:
A (B)(6) male patient contacted zoll lifecor customer support to report that the device was alarming him to connect the electrode belt with the monitor. The patient's electrode belt was replaced.

Manufacturer narrative:
Device eval summary: device evaluation of belt (B)(4) has been completed. The reported problem (connect belt messages) has been confirmed. Upon receipt, the trunk cable connector was broken, causing the belt to not stay securely connected to the monitor. The black and yellow wires were also broken in the connector. The root cause of the damaged connector was likely a result of excessive force. Once the trunk was replaced, the belt was fully functional. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.